Event description:
On 04/24/1997, at 04:18 am, the account reported a discrepant ck-mb result of 19.1 ng/ml, which was run on the axsym analyzer. The patient's total cpk was 70. The sample was retested after the account received a ck-mb result of 9.6 ng/ml on the patient at 7:25 am. According to the account, the patient did not receive treatment based on the reported discrepant result. The customer stated that all controls were within expected ranges. There were no bubbles in the specimen and it was free of fibin. Review of the message history log revealed a probe crash on 4/17/1997 without a probe crash recovery.